Event description:
It was reported occlusion alarms occurred. The customers blood glucose level was displayed as "high", a specific value was not provided. The customer declined to provide info and further troubleshooting. Therefore, no additional information was obtained.